Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and "prosthesis break silicone leak" diagnosed by ultrasound imaging. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and "prosthesis break silicone leak" diagnosed by ultrasound imaging. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and "prosthesis break silicone leak" diagnosed by ultrasound imaging. The device has been explanted and replaced with another manufacturer's device.